Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris gravity set was leaking. The following information was received by the initial reporter with the following verbatim. It was reported by customer that chemo rn came to the pharmacy stating when infusion was started on her, keytruda 400mg piggyback drops of fluid began to leak where texium met patient line (attached with arrow pointing to area of interest).

Event description:
No additional info.

Manufacturer narrative:
One sample was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a bd extension set, primed with water and pressurized. No leak was observed. Although we could not confirm the reported failure, a trend has been identified and actions have been initiated to investigate the issue. Corrective actions taken during this investigation will be implemented in our production process to further increase the robustness and reliability of the device and prevent future occurrences of this type. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.